Manufacturer narrative:
Initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation procedure a faradrive steerable sheath was selected for use. During device insertion, it was noticed that fluid was leaking from the sheath valve. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Initial reporter phone: (B)(6). Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Additionally fluid was seen to leak out of the stopcock joint during testing. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that during an atrial fibrillation procedure a faradrive steerable sheath was selected for use. During device insertion, it was noticed that fluid was leaking from the sheath valve. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.